Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011, that a customer has an issue with tumescent infiltration pump. The customer states the pump is not working. When the pump pedal is pressed, tumescent is not pumped through tubing and needle.